Manufacturer narrative:
The initial reporter also notified the FDA on 25aug2022. Medwatch report # mw5111442. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: imaging technologist opened sealed package containing bd 10ml syringe luer-lok tip syringe drew up medication into syringe, technologist noticed foreign body / debris floating inside chamber of syringe.